Event description:
A malfunction was reported on the pump, identified with a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and the caller successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.